Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet became nonfunctional and would not power on or charge after exposure to water when the user briefly entered a pool, with the device appearing to function until it was placed on a charging pad and then failing to restart; the charging pad indicator was solid green, and a replacement device was arranged. Symptoms included no reported injury or adverse clinical effects. Outcomes included no change in therapy beyond temporary device replacement and continued cgm use as normal. Investigation included customer interview, verification of serial number, review of use conditions, and return request for evaluation. Investigation of this device revealed a suspected device power failure following liquid exposure consistent with an electrical or power subsystem malfunction. It was concluded, based on previously established findings for similar reports, that the cause was liquid ingress leading to device malfunction.